Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: g3, h2, h10. Sientra requests to void this record as this is a duplicate of record# 1651189-2025-08920. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade 4, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to (B)(6) as no patient information has been provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.